Event description:
Caller reported a cgm error 42 related to their pump. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with a pump reset, and the sensor session was successfully started without displaying the error again.